Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that the patient underwent an unknown surgery using screw. Reportedly post-op, the implanted screw broke. Patient underwent revision surgery to explant the screw. Patient complications were reported as unknown.